Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery alarm without prior low battery alarm. The customer¿s blood glucose level was 56mg/dl at the time of the incident. The customer reported that this started last night it give them low battery alarm. They used 5 new batteries and kept receiving replace battery alarm and this morning it said change battery. The customer used another new energizer battery and it was saying battery life less than 30 min. The customer corrected low blood glucose with juice. The customer declined to troubleshoot for low blood glucose. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement were within specifications. No unexpected battery power loss, replace battery now alarm, replace battery alarm or failed battery alarm noted during testing. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The device was received cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.